Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted saw interface right device, (B)(6) 2022. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery two robotic assisted saw interfaces (sasi right and left) had too much play between the saw and the sasi and wobbled. Additional information regarding the event was received on 4/1 and it was reported that the adapters did not lock on to the saw as tightly as the other adapters and caused motion in the interface between the saw handpiece and the clamp on the interface. This event did not occur during surgery and there was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: after multiple requests, the customer has not returned the device for evaluation / repair to any jnj site and therefore the complaint cannot be confirmed, and no conclusion can be drawn at this time. The complaint will be reopened upon receiving the device for repair from the customer. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.